Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during unpacking of the proglide device it was noted that the internal wires of the device were not attached. The device was not used. There was no patient involvement. Though requested, no additional information was provided.